Event description:
Event description guidant received information that six weeks ago the patient presented with complete loss of ventricular capture and poor sensing. They programmed the device to aair mode to avoid ventricular pacing, but then the patient came in later with pre-syncopy due to intermittent heart block. Ventricular lead dislodgement was suspected. The lead was easily explanted and replaced to address the issue. The lead has been returned for analysis.